Event description:
An endurant ii stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. The shape of the aortic neck was reverse taper, 21 - 32 mm in diameter. It was reported that a proximal type I endoleak was observed after the stent graft was deployed. The physician attempted to treat the endoleak using a bare metal sent and active screws, but a slight endoleak remained when the procedure was ended. The patient will be monitored. The cause of the endoleak was reported to be redundancy in the graft due to oversizing because of the reverse taper. No additional clinical sequelae were reported, and the patient is fine.

Manufacturer narrative:
(B)(4). Results: endoleak. Reverse-tapered proximal neck. Conclusions: endoleak. Reverse-tapered proximal neck.